Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: please provide more details about statement ¿instead the jaws of the device closed on the vessel without a clip deploying¿. Did device cut the vessel if yes, was there any bleeding? Yes the device cut the vessel, there was a small amount of bleeding which was controlled by a new mcm30 that was opened. If yes, how was the bleeding controlled? A new mcm30 clip applier was opened and used to control the bleeding. What amount of blood loss (mls) occurred? Very minimal. Was a transfusion required? No. Was there any change to the procedure as a result of the event? No, it just frustrated the consultant as it slowed down his progress during the procedure. Were there any patient consequences? If yes, please describe. No, none.

Event description:
It was reported that during an unknown procedure the clip applier worked perfectly for the first 8-10 clips and then on the next application the clip didn¿t deploy- instead the jaws of the device closed on the vessel without a clip deploying. The surgeon showed the clip applier to the sales rep (who was present for the case) he put the applier above a trolley and squeezed the handle and the jaws closed but no clip deployed- he did this 3 times and on the third squeeze a clip deployed. He then did it again and the exact same thing happened it took 3 squeezes for a clip to deploy. He then requested a new clip applier and finished out the case without any further issue.

Manufacturer narrative:
(B)(4). Date sent: 5/11/2022. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm30 device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 8 clips as intended. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: ensure that a clip is in the jaws. Position the jaws so that the clip completely surrounds the vessel to be ligated. Fully squeeze the handles together until they stop. As the handles are squeezed, the clip closes and occludes the vessel or tubular structure. Fully release the handles to return the instrument to its original open position. The next clip is automatically advanced. Inspect the jaws after each clip application to ensure the presence of a new clip before applying the next clip. Repeat steps as necessary to continue ligation of tissue. For optimal performance, periodically clean the instrument during the procedure by submerging the jaw and distal end of the applier shaft in saline. The event described could not be confirmed as the device performed without any difficulties noted.